Event description:
A pt on a vented electric left ventricular assist device (lvad) who was on the pneumatic back up operating mode utilizing a drive console and stroke volume (svl) broke the svl. The pt side tube on the stroke volume limiter broke when the pt was leaning over in bed. The pt was switched to a back up svl and was not injured. The pt remains ongoing on pneumatic backup utilizing the drive console and stroke volume limiter.